Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported no image occurred due to a damaged plug unit. In regards to the b30 error, it likely occurred due to a scope identification data error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope displayed a b30 scope communication error and had no image. There were no reports of patient involvement.